Manufacturer narrative:
Initial reporter facility name: (B)(6). The baxter technical support found the patient circuit needed to be replaced. The metaneb system is indicated for mobilization of secretions, lung expansion therapy, the treatment and prevention of pulmonary atelectasis, and also has the ability to provide supplemental oxygen when used with compressed oxygen. A replacement patient circuit was sent to the customer. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a damaged filter were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
A new problem was identified during the device evaluation assessment completed on 21-jan-26. The patient three way connector and filter is broken. There were no patient involvement and no injury or any impact on the patient or user resulting from this.